Manufacturer narrative:
The report of leakage was confirmed. During pressure testing the silicone tubing separated from the upper pumping segment which resulted in a leakage. A visual inspection of the sample identified that a retention ring was only present at the lower pumping segment but not at the upper pumping segment; a closer inspection noted a witness line at the upper end of the silicone segment suggesting a retention ring had been assembled but may have been lost as a result of a separation. The root cause could not be identified as the customer did not report separation of the silicone tubing from the pumping segment component; it was not possible to replicate leakage without separation.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that after 1 hour of an infusion of insulin in ns at a rate of 1 or 2 ml/hr, fluid was found on the floor and leakage was noted between the proximal blue connection (presumed to indicate the upper fitment) and the silicone pumping segment. There was no report of any patient or user harm.